Manufacturer narrative:
Concomitant medical products: product ID: 977a275, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4)

Event description:
The patient reported poor communication on the patient programmer (pp). The patient was not able to communicate with the implantable neurostimulator recharger (insr). The last successful charge session was 2 weeks ago. The patient last checked the device using the pp 2 weeks ago. The patient later called back and spoke with a nurse and was told to speak with the manufacturing representative (rep) about a suspected overdischarge. The patient's primary concern was making sure stimulation was turned off prior to her upcoming surgery. If additional information becomes available, a follow-up report will be suspected.